Event description:
Patient reported that during the nights on (B)(6) 2011, his infusion device turned off without any alarms. Patient stated the infusion device was all right on saturday (B)(6) 2011 and worked normally. Patient reported he went to bed and on sunday morning (B)(6) 2011 the infusion device was off and his blood glucose level was about 380 mg/dl. Patient stated he corrected his blood glucose level via the infusion device. Patient reported on sunday night, the infusion device displayed a 'low battery' alarm so he changed the battery and it was all right. Patient stated on monday (B)(6) 2011 in the morning, he woke up and the infusion device was off. Patient reported his blood glucose level was about 600 mg/dl and he corrected the blood glucose level via the infusion device. Patient verified the automatic off switch was on the off mode. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.